Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported by the family member that the trial patient had to stay at the hospital overnight due to incision site pain. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as alive no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient was an inpatient prior to the procedure for urinary tract infection and stayed to complete her IV antibiotic treatment. The serial number provided by the health care provider was regarding the patient's permanent implant, and not the trial. There were no further complications reported or anticipated.